Event description:
It was reported by the physician that following a cardiac angiogram to evaluate a positive stress test, a 6f angio-seal vip was used. A pre-deployment right iliac digital angiogram was performed. Mild peripheral vascular disease (pvd) was noted at the insertion area. Deployment of the angio-seal was uneventful and hemostasis was achieved. Nineteen days later, the pt experienced intermittent claudication evidence by leg pain. The pt was evaluated with doppler and duplex ultrasounds and a partial obstruction was identified at the puncture site. The pt was closely monitored and after discussion with the physician, opted to have surgery. Two days later, the pt underwent surgical intervention and the angio-seal was removed.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history records was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be determined. The angio-seal instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states if pt's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.